Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose of 28mg/dl. The customer stated that she miscalculated the carbohydrates, and she received too much insulin. The customer stated that the hospital removed the infusion set from her body. The customer stated that currently her glucose level is 300mg/dl, and she is at home. Troubleshooting was performed. Assisted the customer in changing the infusion set and to verify the fixed rate was set properly. No further info was provided.